Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0684 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the statlock within the PICC kit would not stay closed. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to lock is confirmed and was determined to be use related. One PICC plus statlock device with a foam pad and fixed posts was returned for evaluation. An initial visual observation showed the upper locking barb of the right door was bent. The left door of the device was able to be locked, but the right door was unable to be locked due to the bent locking barb. A microscopic observation revealed the crease in the hinge of the right door was diagonal and damage was observed on the point of contact of the bent upper locking barb on the retainer. The nature of the damage observed on the locking barb and its point of contact on the retainer as well as the characteristics of the hinge damage are evidence that the locking barb was bent due to misalignment of the door when closing the device. Pushing the door at an angle can cause the locking barb to miss the catch on the retainer and can permanently bend the barb. This issue can be avoided by centering the thumb about the middle of the door and pressing directly downwards. An examination of the sample revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebn0684 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the statlock within the PICC kit would not stay closed. No other information was provided.